Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's blood glucose 114 mg/dl was at the time of call. The customer's grandmother reported that the customer was vomiting. The customer experienced different blood glucose level of over 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin drip, tried with bolus and insulin pens. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. The reservoir will not be returned for analysis.